Manufacturer narrative:
(B) (4). The ge service rep replaced the tube and generator driver. He added two memories and updated the system. The unit operates as intended.

Event description:
The customer reported that the system displayed a high ma error message and cannot save images. No pt injury was reported.